Event description:
The device was applied during an unspecified procedure on the colon. Reportedly, the instrument stapled the lumen. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.